Event description:
The hcp reported that the lead was tested and found to have high impedances. The lead was replaced. The patient experienced new pain as a result associated with the event. The hcp reported the patient outcome as 'recovered without sequela'.